Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced. During the procedure, the second lead showed high impedances, and the lead was also explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.